Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device intermittently inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device's multi-function cable was replaced as a precaution. The device passed the final test procedure, and was recertified. Analysis for reports of this type has not identified an increase in trend.